Event description:
Rptr in very good health until 1988, when pain began in back. Sought treatment from family physician. He referred rptr to specialist who diagnosed osteoarthritis and acute bursitis. 7/88, MRI scan showed ruptured disc. 8/89, had surgery. 11/89, became much worse, had more pain. Had 5 more ruptured discs and went to pain clinic 6/90, and scheduled surgery. Plates and fusion done 11/2/90. Rptr now has constant back pain going down into right hip, leg, and foot. Hurts to stand, sit, and ride. No quality of life, always in pain. Rptr did not know the steel plates were experimental, at time of surgery.